Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 40 days after the dental implant was installed in intraoral region # 18, it was verified its nonosseointegration. Twenty (20) ncm of primary stability was achieved and the patient presented bone type ii.